Event description:
It was reported by the patient that the activator/patient assist "never goes to flashing", it just stays solid and turns off right away. The activator will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.